Event description:
Patient was sent a replacement pump with her order. She reported that her pump was alarming "high pressure." She checked and replaced the tubing along with the batteries. The pump continued to alarm. She switched to her backup pump without issue. She will send back the malfunctioning pump once she receives the replacement pump and confirms it is working. She was unable to provide the serial number of the alarming pump. No further information provided. Reported to (B)(6) by: patient/caregiver. Dose or amount: 9ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: primary pulmonary hypertension.